Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation2016493-2022-146553. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.